Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (leg) while wearing the device for longer than 48 hours. The patient removed the pod prior to going to the hospital. Once at the hospital the patient was diagnosed with cellulitis at the pod infusion site. The patient had blood work performed. The patient was treated with 2 grams of intravenous rocephin as well as intravenous fluids. The patient was prescribed cephalexin to be taken 4 times daily for 7 days as well as doxycycline to be taken 2 times daily for 7 days. The patient was discharged from the hospital the following day. The patient was able to resume treatment and apply a new pod after this event.